Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the touch screen on the 9900 system would not work during a case. The 9900 system was rebooted and the procedure was completed without further incident. No pt injury was reported.